Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The customer has not returned the device, therefore no further investigation into the root cause of the reported issue could be performed. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required.

Event description:
Customer reported when power point was turned on, the wall socket/plug sparked and made an audible bang. The plug was pulled out of the wall and the prongs had black residue on them and a smell of smoke. This event has been captured under hillrom ref # (B)(4).